Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review revealed no issues that could have caused or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Upon conclusion of the investigation, the cause of the reported issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:30:19. During night drain cycle three, the patient's ultrafiltration reading was 1879ml, indicating the home patient drained 1879ml more than their maximum programmed fill volume of 3000ml. No additional information is available.